Event description:
It was reported that the patient had itrel 3 with pns leads placed by physician. The patient was seen in the office, date unknown, for a stimulator reprogram. All but two electrode was functional with case positive. The physician chose not to revise the lead or extension of existing implant. Telemetry strips noted impedance greater than 4000. On 2012-(B)(6), the patient's itrel 3 was explanted and replaced. The existing extension was cut and capped off in the stimulator pocket. The patient had two new epidural leads and a new extension placed on 2012-(B)(6). The physician chose to use a 1 x 8 and a 1 x 4 in case they would choose to revise her 1 x 4 pns lead at a later date. The implant was done without complications. The patient was feeling stimulation in areas of pain post-operatively. The patient recovered without sequelae.

Manufacturer narrative:
Extension model # 748951, lot # nhu053666v, implanted 2004-(B)(6), capped 2012-(B)(6); lead model # 3988, lot # n26365, implanted 2004-(B)(6), explanted unknown. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator model 7425 (B)(4) found no significant anomaly. The battery was at a normal end of life status. Telemetry and output were okay. Analysis of the extension model 748951 (B)(4) found no significant anomaly. The extension body had been cut through; the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.